Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a paddle led implanted in the thoracic region for bilateral leg and low back pain. It was reported the pt had been experiencing a crushing chest pain and tightness when she changes positions from laying down to sitting or standing. The surgeon referred her to the emergency room for a cardiac work up, but testing showed no cardiac anomalies. The pt alleged the pain began a couple of days after implant, and it exits with stimulation on or off. Although she has effective stimulation coverage, she has the requested her system be removed due to the issue.